Manufacturer narrative:
The t:slim pump user guide states: your t:slim pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received intermittent auto off safety alarms. The customer's current blood glucose (bg) was 234 mg/dl and the past bg was not known. The customer confirmed that there had been no interaction with the pump prior to the alarm. Tandem technical support informed the customer on why the auto off safety alarm occurred and advised the customer to discuss with a healthcare provider prior to modifying the auto off setting.